Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer is having discrepant results (catalog number 256066, serial number (B)(6). Customer reported that the analyzer read the cartridge as negative, when they removed the cartridge and they saw a line and reinserted the cartridge into a second analyzer and received a positive result. Remote troubleshooting provided. Advised customer that cartridges should not be taken out of the analyzer and put back into retest, no matter the amount of time between testings. Therefore, this is not a true failure of bd instrument. Thus, the complaint is unconfirmed. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported when using the bd veritor¿ plus analyzer, the analyzer provided one (1) negative patient strep result; however, the customer visually observed a line on the cartridge after removal. The same sample cartridge was then reinserted into a second veritor analyzer and a positive result was obtained. There was no health impact or consequences reported.

Event description:
It was reported when using the bd veritor¿ plus analyzer, the analyzer provided one (1) negative patient strep result; however, the customer visually observed a line on the cartridge after removal. The same sample cartridge was then reinserted into a second veritor analyzer and a positive result was obtained. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.